Event description:
It was reported the bipolar impedance was 244 ohms and the unipolar impedance was 280 ohms. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.